Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There were numerous hypotube kinks. The hypotube was separated 77.5cm from the hub. The distal end of the catheter (i.e. Remainder of the hypotube, distal shaft, balloon and tip) was not returned for analysis. The fracture face was oval as if kinked prior to separation. Inspection of the inner and outer shafts and corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-dec-2015. It was reported that shaft kink occurred. The 90% stenosed, 15mm in length, 2.75mm in diameter target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.75mmx15mm quantum maverick balloon catheter was advanced to the lesion. However, it was noted that the shaft was kinked at about 40cm away from the hub. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.